Manufacturer narrative:
Device was used for treatment, not diagnosis. (B)(6). The actual device has been returned and is currently pending evaluation. Once the evaluation of the device has been completed, a supplemental medwatch report will be sent accordingly.

Event description:
It was reported from (B)(6) that the compact air drive device continued to rotate even after the trigger was released. It was not reported if the device was used in surgery, or if there was patient involvement. It was not reported if there were any delays in the surgical procedure, or if a spare device was available for use. There were no reports of any injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplementall medwatch will be submitted accordingly.

Manufacturer narrative:
Device was used for treatment, not diagnosis. The date returned to manufacturer was documented as jan 9, 2018 on the initial report. It has been updated as jan 8, 2018. Device evaluation: the device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. The device was evaluated and it was determined that the coupling tool side was not functioning and was defective. It was noted that the trigger locked. During evaluation it was observed that the rotor was locking, deformed parts, and excess dirt due to lack of lubrication and incorrect cleaning. It was further determined that the device failed pretest for check the power with test bench, check for excessive noise, check function of soft mode switch (safety system), check for air leak, check attachment coupling with attachments, and check the attachment coupling. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to improper handling, which is user error/misuse/abuse. If additional information should become available, a supplemental medwatch report will be submitted accordingly.